Event description:
It was reported that during an open colon procedure, on the second firing some of the staples did not close. The staples were noticed while looking at the specimen after the pt had been closed. The pt was reopened to correct the problem with sutures.